Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the chamber was deformed. The sample was then submitted for an underwater leak test and no abnormalities were observed. Based on the evaluation, the reported condition was confirmed. The root cause of this condition was attributed to incorrect assembly technique during manufacturing; (B)(4) will monitor subsequent batches for this condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the chamber was deformed. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.